Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography procedure performed in 2009. According to the complainant, the patient was being treated for two large stones lodged within the bile duct. During the procedure, the physician was using the basket and closing it down to crush a stone. As the physician closed the basket, the round silver tip broke at the end of the basket inside the patient. It was unknown if this event happened while crushing the first or the second stone. The tip that broke and migrated up to an intrahepatic duct of the patient's liver. The physician took fluoroscopy and x-ray pictures, and the tip could be seen clearly within an intrahepatic duct. The tip was located higher in the duct system than the physician was comfortable going in order to retrieve the tip. The physician would wait and see if the tip came out of the duct with the normal flow of bile from the liver. The physician was able to remove both stones from the patient. Additional information stated that there were multiple stones and the largest one was about 2 cm. The physician tried repeatedly to retrieve the tip when the tip broke and detached from the basket. The physician was concerned about the tip left in the liver. The scope was removed and then re-inserted to complete the procedure. The procedure was completed with another trapezoid rx lithotripter compatible basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be doing well and asymptomatic.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.